Manufacturer narrative:
Event date: estimated of one month post procedure date of (B)(6) 2020. Implant date: estimated since the only information known is (B)(6) 2020.

Event description:
It was reported that the patient had an infection. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On an unspecified date about a month post procedure, the patient was admitted to the hospital with a severe infection that was treated with IV antibiotics. The patient was hospitalized for a week and the source of the infection was undetermined. The patient remained stable after a follow up transesophageal echocardiography (tee) on an unknown date. The patient is currently taking aspirin and had a tee follow up on (B)(6) 2020. The results of the tee are unknown at this time.